Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices, tension build-up in devices) may have contributed to the valve movement prior to implant and the subsequent too ventricular placement of the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13656.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 valve was deployed in the aortic position by the transfemoral approach. Before the inflation of the commander delivery system balloon, the position of the radiopaque mid marker was checked under fluoroscopy. Prior to the inflation of the balloon, the balloon with the crimped valve moved together ¿a little bit¿ into the direction of the left ventricle. The valve moved together with the ds on the balloon. Therefore, the final implantation was ¿too deep¿ (80% ventricular). The decision was made to implant a second 26mm sapien 3 valve. The implant of the second valve was successful. No paravalvular leak (pvl) was observed. The patient¿s hemodynamics were stable, with no gradient. At the time of the report, the patient was hospitalized in stable condition. Moderate native leaflet calcification was reported. Information regarding the access vessel minimum luminal diameter and degree of calcification and tortuosity was not provided. It was perceived that too much tension in the catheter system caused the movement. In addition to that, ¿more than usual¿ resistance with the flex wheel was also reported.